Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that their upper aligner #3 does not fit at all. The patient stated that they feel like their tooth is going to crack if they try to force it on. The patient said they had recently been diagnosed with periodontal disease and read the email regarding this. The patient indicated that they would like to discontinue treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.